Event description:
The maestro med steering duraguard overheated while being tested by the manufacturer's service technician during a routine field service maintenance visit. There was no pt involvement, and no adverse consequences were reported.